Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving intrathecal medication via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). At the time of the report the current medications in the pump were fentanyl [300 mcg/ml] at a dose of 698.4 mcg/day, clonidine [150 mcg/ml] at a dose of 34.92 mcg/day, bupivacaine [15 mg/ml] at a dose of 3.492 mg/day, baclofen [75 mcg/ml] at a dose of 17.46 mcg/day, and morphine [10 mg/ml] at a dose of 2.328 mg/day. It was reported on (B)(4) 2017 that the patient saw code 8474 on the personal therapy manager (ptm). Telemetry was not yet performed. It was reviewed that a reset had occurred, and the pump was now in minimum rate mode. It was noted that the healthcare professional (hcp) interrogated the pump on (B)(6) 2017 and elective replacement indicator (eri) had one month left and the patient was scheduled for replacement in early december. No symptoms were reported. Additional information was received from a healthcare professional (hcp) later on (B)(6) 2017. It was reported that on the logs they were seeing the messages ¿low battery reset occurred,¿ ¿safe state occurred,¿ and ¿reset occurred¿ on (B)(6) 2017. The hcp had updated the pump again to its simple continuous state but the pump was still currently alarming. The hcp checked the pump logs and it is not showing that the pump went back into the safe state after the update. It was indicated that the hcp had not updated the pump with checking the ¿silence alarm¿ tab. It was reviewed that most likely the pump would go back into low battery reset and they should plan on replacing the pump as soon as medically appropriate for the patient. It was stated that they had plans to replace the pump next tuesday (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-nov-21. It was reported that safe stat was determined and to see the telemetry report (please note that a telemetry report was not included with the report). It was stated that there were no other contributing factors. In response to a request for the patient's weight at the time of the event it was stated "no." The pump would be replaced as soon as the patient was medically stable. It was indicated that the pump would be returned for analysis once replaced. No further complications were reported or anticipated.